Event description:
It was reported that the patient presented for a normal device change out and burn marks were noted on the header of the epoxy part. No adverse consequences to the patient.

Manufacturer narrative:
Evaluation description: the reported cosmetic anomaly was confirmed in the laboratory. Visual inspection noted discoloration on the device header. The device was tested on the bench and no anomaly was found. The cause of the discoloration could not be determined. (B)(4).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.